Event description:
It was reported that during a superior mesenteric artery (sma) stenting treatment procedure, the stent dislodged from the delivery system. The >70% stenotic, ostial, proximal lesion was located in the 5.0 mm diameter tortuous superior mesenteric artery. The physician used a 6f introducer sheath, a 0.014" guidewire, and a 6f ima guide catheter to access the lesion via a right femoral artery access puncture site. The lesion was predilated with a 4x20 balloon with significant residual stenosis. The physician had no difficulty navigating the stent delivery system through the sheath. The physician introduced the delivery system into the body and attempted to cross the lesion, but was unsuccessful, so he decided to withdraw the entire system from the body. The stent became caught on the sheath and dislodged from the delivery device. The dislodged stent settled into a small branch of the profunda femoral artery where the physician felt it was safe to leave it. The pt remained asymptomatic during this event. The physician used a coronary stent system to successfully complete the procedure with no residual stenosis. Pt status is reported as "stable without problems."

Manufacturer narrative:
The complainant indicated that, the stent remains in the pt and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.